Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported a motor stall was confirmed and noted in the event logs with no motor stall recovery recorded. It was noted the stall occurred on the date of this report at 0547 with no recovery. It was further reported the healthcare provider (hcp) had ruled out electromagnetic interference (emi) as the reason for the stall. The patient presented to the emergency room (ER) with withdrawal symptoms and the pump was alarming. The pump was being used to deliver fentanyl. Additional information received reported the patient presented to the ER with severe increased pain and the motor stall did not recover. It was noted the cause of the stall was an unexpected low battery. The pump was replaced and the patient was doing well. A follow-up report will be sent if additional information becomes available.